Manufacturer narrative:
Patient: no patient involvement; (B)(4). Device: migration of device or device component; (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and supporting documentation relating to risk reduction was assessed. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. The architect i2000sr is certified to the appropriate (B)(4) safety standards that apply to electrical equipment for measurement, control, and laboratory use. Based on the available information a deficiency of the architect i2000sr, list 3m74, was not identified.

Event description:
While an abbott technical service representative was performing maintenance on the architect i2000 analyzer they observed the front top cover failing to stay open. The cover spring latches were tightened to resolve the issue. No injuries have been reported and there has been no impact to patient management.